Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. The device works within specification. According to the information received from the field the device was not implanted, because during implantation in-situ measurements showed several channels with hi status, likely due to air over the electrode contacts. This is a final report.

Event description:
Affected channels were seen during intra-op in situ measurements. Decision was made to use the back-up implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
One channel was extracochlear during surgery. Decision was made to explant and reimplant with a new device.